Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.